Manufacturer narrative:
The t:slim user guide states not to disconnect the luer-lock connection between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from the site (from your body) before tightening to avoid unintentional insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer observed small bubbles in the infusion set tubing near the luer lock. The customer indicated that the cartridge was changed, but not the tubing. Tandem technical support informed the customer that disconnecting the filled tubing at the luer lock and connecting to a new cartridge can cause air bubbles. The customer acknowledged and indicated that the tubing was to be changed. The customer's blood glucose level was not impacted.